Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. This report is for one unknown 2.4mm plate from a modular hand set-left side. Part and lot numbers are unavailable for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time as it was still implanted in the patient as of the date of this report. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unknown plate, implanted during an unspecified foot surgery on (B)(6) 2015, was discovered have broken post-operatively during a follow-up surgeon visit on an unknown date. The plate was from a 2.4mm modular hand set-left side. As of the date of this report, anticipated treatment had not been discussed as surgeon is not aware who will be performing the revision. The patient's status is unknown. This report is for one unknown 2.4mm plate. This report is 1 of 1 for (B)(4).